Event description:
Consumer's wife alleges her husband was going down the ramp, chair allegedly flipped over. Consumer fell on the cement in front of garage door. Consumer was seat belted in at the time.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer's wife alleges her husband was going down the ramp, chair allegedly flipped over. Consumer fell on the cement in front of garage door. Consumer was seat belted in at the time.

Manufacturer narrative:
The returned product was test ridden for 1.5 hrs. Without incident. This included negotiating (climb, descend, stop) a 6 degree (specified maximum slope) ramp repeatedly. With this, user error is suspected as the cause of the alleged event.